Event description:
Asthma like condition; patient began having chest pressure, trouble breathing, shortness of breath, difficulty with apnea when lying flat, and occasional fluid in lungs. Worse with physical activity and recumbency, remains at rest. Pcp, pulmonologist and referral to national jewish health in denver co. X-rays, labs, sleep study, methacholine challenge, CT, were inconclusive as to cause. (Some tests unable to perform due to patient sensitivity to contrast media). Patient noted black mold in CPAP machine to multiple dr's. All medical records can be retrieved if needed. These are the test that patient remembers most notably. Full medical records can be retrieved if needed. FDA safety report ID# (B)(4).